Manufacturer narrative:
Evaluation of the returned pod coil confirmed that the embolization coil was detached. Evaluation revealed that the pet lock was separated on the proximal end of the pusher assembly, the pull wire was retracted out of the distal tip of the pusher assembly. This likely caused the embolization coil to detach and, based on the reported event, the root cause could not be determined. Due to the returned condition, the pod coil was unable to be functionally tested. Therefore, the root cause of the reported advancement issue during the procedure could not be determined. Further evaluation revealed kinks along the length of the pusher assembly. This damage was incidental to the reported complaint and may have occurred during packaging of the device for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a pod coil and a non-penumbra microcatheter. It should be noted that the patient¿s anatomy was mildly tortuous. During the procedure, while advancing the pod coil through the mid-shaft of the microcatheter, the pod coil stopped advancing. Therefore, the microcatheter containing the pod coil was removed. After removal, the physician noticed the pod coil had unintentionally detached and the pod coil was flushed out from the microcatheter. The procedure was completed using ten additional coils and the same microcatheter. There was no report of an adverse effect to the patient.